Event description:
A surgeon reported a pt with a history of retinal detachment procedures. During one of the procedures to treat the retinal detachment, silicone oil was placed in the anterior chamber angle covering the angle. The silicone oil remains in the anterior pole. The surgeon reported twenty-four hours following a secondary glaucoma filtration surgery, the pt had an intraocular pressure (iop) of 5 mmhg and the implant was in a good position. At forty-eight hours following the glaucoma surgery, the pt sneezed which produced a bleed with hyphema. The surgeon stated three anterior chamber washes were performed but the bleed returned. The surgeon reported location of the bleed is unk. Additional info has been requested. There are two medical device reports associated with this event. This report is for the report is for the silikon oil.

Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause analysis can be conducted at this time. No root cause could be determined. (B)(4).